Event description:
Reportedly a (B)(6) male patient with a past medical history of hypertension, anxiety, depression, lumber epidural, steroid injection, laminectomy in 2005, smoker of two packs per day for 15 plus years, used (B)(6), drank 6-9 alcoholic drinks per day, possibly dependent on opioids was involved in a high speed motor vehicle collision on an unknown date. The patient was a restrained passenger who sustained several injuries which included multiple rib fractures, right sided pulmonary contusion, face contusion, a right acetabula fracture of the posterior wall and posterior column with extensive marginal impaction and hip dislocation, a distal radius and ulna fracture with open dislocation, comminuted, intra-articular fractures. In addition, he suffered a galeazzi type comminuted intra-articular olecranon fracture of the elbow dislocation. On (B)(6) 2009 the patient consented to a second arthrodesis of the left wrist. Synthes wrist fusion was removed due to hardware failure and nonunion was noted just proximal to the radiocarpal joint. The plate was removed without difficulty. A synthes distal dorsal wrist fusion was placed. This complaint is regarding an unknown plate failure and unknown screw. This report is for a plate (lcp wrist fusion plate). This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.